Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450 h3: a medtronic representative went to the site to test the equipment. Testing revealed that logs showed multiple days with error 5v +/- 10% out of spec. The rep measured it at 4.9v and unsteady. The power supply was removed for cleaning and inspection. It was adjusted to 5.147v and was steady. The system was rebooted multiple times with no fluctuation. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the system was booted up, it went through the normal boot up process and when it came to the two dimensional screen, the radiation was disabled. The site has attempted to use the radiation disable/enable button on the pendant and it does not change anything, radiation remained disabled. The site has rebooted the system and it would function properly. No patient present. Additional information was received. It was reported that it had been confirmed with the site that the most likely cause of the issue was unknown.